Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by feeling sick. The cause, hospitalization, treatment and patient outcome were not reported. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b7, h6 and h10. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as contamination because the patient did not handle the catheter properly. The patient was treated with cefepime for the event. It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.